Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with x-ray detectable sponge. The customer states that the sponge is fraying and shards of the sponge, while still in the packaging, are falling off. The product was unfolded before use. The product fell apart before and during use. The product was being used to blot blood on a surgical wound. The product was used on an open wound and during a surgical procedure. The product fell inside the patient and was removed by a surgeon with forceps. There was no medical intervention required.

Manufacturer narrative:
The device history record (DHR) for lot 16e219162 indicates that cases were produced on 06/02/2016. There were no defects found in samples inspected from the lot. There were no samples submitted with this complaint. The reported condition could not be confirmed. The complaint shall be reopened if a sample is received. The exact root cause of the reported condition could not be determined without a sample to examine. A potential root cause for the reported condition is during the cutting process fibers were loosened from the sponge. This could lead to pieces of cotton falling from the sponge. This product is not intended to be unfolded. A corrective and preventive action (CAPA) was opened because of linting/short fibers and is currently in open investigation. The corrective action plan for this CAPA is to develop a process to measure the amount of short fibers per sponge. Install a system to signify if the vacuum is working on the tenter, and increase the amount of suction on the tenter vacuums. The plan is to create a system to make sure all knife assemblies in the process described are aligned properly before the cutting process. This information will be utilized for trending purposes to determine the need for additional corrective actions. The production department will be notified of this incident with a copy of this complaint response.